Event description:
It was reported that during an implant procedure, the lead used was found to have exhibited loss of capture. Upon attempting to reposition the lead, the lead helix was unable to be extended. No lead was not used and another lead was used to successfully complete the procedure.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray inspection of the lead found the inner coil at the connector region was over-torqued. After cleaning, the helix was able to be extended and retracted by applying torque directly to the inner coil meeting device specification. The reported event was isolated to the inner coil being over-torqued at the connector region and the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.